Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 47 mg/dl. Customer also stated that they received sensor signal not found alert. Customer was assisted with programmed the insulin pump. Customer did not provide any information regarding treatment and symptoms. Insulin pump will not be returned for analysis.